Event description:
It was reported that the home patient (hp) experienced peritonitis manifested by abdominal pain, nausea, vomiting and pyrexia with chills coincident with peritoneal dialysis (pd) therapy. On the day of the onset of peritonitis, the patient was hospitalized. The cause of peritonitis was unknown. On the same day, the patient was treated with vancomycin (ip, 2.5 grams and frequency not reported) and gentamicin (ip, 60mg and frequency not reported). Later that day, vancomycin and gentamicin therapies were discontinued. The next day, the patient's peritoneal catheter was extracted and the patient was intravenously (IV) treated with diflucan (dose and frequency not reported). Five days after the onset of peritonitis, the patient began IV treatment with amphotericin b (dose and frequency not reported). On the same day, diflucan therapy was discontinued. The patient was recovering from peritonitis. Subsequently, the patient passed away from the unrelated reasons. The patient was discharged from the hospital on the day of the death. The pd therapy was discontinued prior to the patient's death. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.